Event description:
Complainant alleged that while attempting to pace a male patient (age unk), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not yet received the devic for evaluation and this complaint is still under investigation.